Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did not replicate nor confirm the customer complaint "erbe generator was not working well/bipolar unexpectedly firing when closing grips". Logs did show errors c06, m11 and m18. Functional testing was performed using the system, and the iesu powered on and successfully cauterized across all ports and instruments without any issues. The iesu will be returned to the original equipment manufacturer.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar energy was firing when closing the grips while connected to the force triad generator. Intuitive surgical inc. (Isi) representative was unsure whether the surgeon side console (ssc) or bedside pedals were being used. The procedure was completed with no reported injury.